Event description:
It was reported that the patient presented to the emergency room after feeling symptomatic with a 4 minute episode of ventricular tachycardia (vt). The implantable pulse generator (ipg) system was interrogated and short interval counts, a decline in right ventricular (rv) pacing lead impedance and rising rv threshold were observed. Save to disk was performed and data was reviewed. It was determined that the rv lead was potentially fractured. Noise could not be confirmed. The physician was aware that the lead required replacement and was also considering an upgrade to a crt-d and an ablation for treatment of vt. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 that the implantable pulse generator (ipg) was reprogrammed due to the right ventricular (rv) lead issues. The patient had no further episodes of ventricular tachycardia (vt) during the hospitalization. No pacing capture was noted at times during a treadmill test however, the patient was asymptomatic. After further discussion between the physician and the patient's family, it was determined to treat vt with medication rather than upgrading to an implantable cardioverter defibrillator and revising the rv lead. The patient declined an additional surgical procedure at this time. Placement of an endocardial lead will be considered in a few years when patient growth is steady. Implantation of a new device and/or ablation therapy will be considered for treatment of vt if warranted. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2009; 4968-35 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).